Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and went to end of service (eos) without and elective replacement indicator (eri) warning. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no internal battery shorting occurred. Lithium-severing is observed in turn 7 and partial lithium-severing is observed in turns 3, 5 and 6. The device was returned after 114 months of implant due to reaching end of life (eol) before recommended replacement time (rrt) and having a charge time out (cto) alerts. These charge timeouts resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.